Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: the patient was revised to address loosening of the tibial component at the cement to implant interface. Depuy cement was used. It was reported that the tibial base subsequently failed due to mechanical loosening, during the revision the tibial base was found to have debonded at the implant-cement interface. The patient suffered injury, pain and disfigurement. Doi: (B)(6) 2015; dor: (B)(6) 2017; (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.